Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator ¿stopped working¿ during use. The patient survived the reported event. The reporter, a biomedical engineer, advised ventec that the patient was admitted to the hospital and discharged the following day, and that there was no harm to the patient as a result of the reported issue. Ventec contacted the reporter for additional details about what was meant when they said that the device ¿stopped working¿. The biomedical engineer advised the following: ¿when I received the vent it was off I turned it on it started venting and power off right away and kept repeating the same thing.¿ ventec has made multiple attempts to obtain additional information about the patient, as well as find out if the patient was admitted to the hospital in relation to the reported issue with the ventilator, or for other medical reasons. No response from the reporter has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly losing power and rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.